Event description:
During the procedure, two unipolar leads were prepped for implant and measurements were in range using a pacing system analyzer. The leads were connected to the new device; however, pacing was not possible and both lead impedance measurements were high and out of range. The old device was immediately reconnected as the patient is fully pacemaker dependent. Abbott technical support was contacted and confirmed the unipolar leads were not compatible with this pacemaker and the user stated they were not informed of this incompatibility prior to the procedure; this resulted in a significant prolongation in procedure time. The patient was hospitalized to determine a solution. In the end, a non-abbott device was implanted with bipolar leads on the opposite side of the patient's chest. The patient was stable.